Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 451 mg/dl. The customer was treated for high blood glucose with pump bolus and manual injections. The customer was explained the 2 high blood glucose rule. Customer stated that infusion set cannula was bent. Customer was advised that we will send infusion sets and reservoir replacement. Customer will monitor the issue.